Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance trend on the rv (right ventricular) defibrillation coil was variable. On (B)(6) 2016 rv coil impedance rose to 116 ohms and then varied between 65-254 ohms up from a trend of 51-82 ohms.

Event description:
It was reported that an alert triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The impedance was variable with unexpected excursions to high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.